Manufacturer narrative:
On (B)(6) 2019 arjo was notified about a complaint involving arjo enterprise 9000x bed. This was reported by the st richard's hospital located in the UK. Following the information reported the error code e410 was displayed on the screen and the radius arm was bent causing that the bed tilted to the right side. The photographic evidence proved that the radius arm did not detach from the bed's frame and the bed did not collapse. It was not possible to determine, whether the resident was lying on the bed when the malfunction was noticed. There was no injury or other medical consequences reported. Although no adverse event occurred, the complaint decided to be reportable based on the assumption that the claimed malfunction may lead to the radius arm detachment however, further investigation performed by the manufacturer showed that this failure can only be achieved in a very specific circumstances e.g. Blockage of the obstacle. 100% manufactured enterprise 9000x beds are checked during quality inspection to verify the required product specifications and check whether the acceptable performance criteria are met. At the time of inspection also the distance is verified at the manufacturer site. The acceptable distance is 4,2 mm, if the gap is bigger, the bed cannot be released for use. The DHR for this bed was reviewed - no anomalies were recorded concerning claimed bed at the time of manufacturing process. It confirms that at the time the bed was released for distribution, it was fully operational, and measured distances were within identified manufacturer's specification. The manufacturer defect was ruled out to be a cause of the problem occurrence. The inspection carried out by arjo representative on the same date as the malfunction was reported, revealed that the c-clip securing radius arm was still firmly located in place but the distance between the retaining clip assembled on subframe spigot and bearing assembled into radius arm was about 5 mm. Based on that, it can be concluded that the measured gap in the claimed bed was not in the range of acceptability. The analysis of this problem carried out by the manufacturer revealed that the radius arm would not detach when the bed is handled in accordance with the instruction for use. The simulations showed that two potential situations can lead to this malfunction. The first one when the backrest is locked with the obstacle e.g. Windowsill (in the position of 45 degrees) and pushed till the actuator limit, then the bed is gently pulled by the foot section of the bed leading to the radius arm detachment. And the second one when the obstacle is put between the base frame and radius arm. Based on that, it can be concluded that the reported malfunction (bent radius arm) itself could not lead to the radius arm detachment and bed's collapse and could not compromise the patient's safety if the bed is used according to the procedure described in IFU. Additionally, it should be emphasized that the instruction for use dedicated to the enterprise 9000x bed (746-591-en rev.11) includes information and warnings, which are mandatory for the safe and effective use of the bed, including the safety of patients and caregivers. It is indicated that: "when the bed is operated, make sure that obstacles such as bedside furniture do not restrict its movement". If this warning is followed, there is no risk regarding the radius arm detachment- as proved during the testing. Please see extract from IFU in the attachment. The second malfunction concerning e410 fault displayed on the screen was solved during the re-calibration process. Then, the bed's proper functionality was confirmed during the testing. The exact cause of these issues could not be determined based on the gathered information. There were no visible signs of misuse reported at the time of the bed evaluation. There was also no information revealed regarding the circumstances of the malfunction occurrence. On the other hand, it can be confirmed basis on the device history record that the device met the manufacturer's specification before was released to the customer. In summary, the enterprise 9000x bed malfunctions were confirmed by the technician, which indicates that the bed did not meet the manufacturer's specification. There was no indication regarding patient involvement at the time the malfunction occurred. The complaint decided to be reportable due to the fact that the claimed malfunction may lead in the specific circumstances (described in the section above) to the radius arm detachment and bed's collapse.

Manufacturer narrative:
The inspection of the claimed bed was carried out by arjo representative. It revealed that the distance between the retaining clip assembled on subframe spigot and bearing assembled into radius arm was about 5 mm. The acceptable distance is 4,2 mm. It showed that the measured gap in the claimed bed was not in the range of acceptability. The investigation at the manufacturer site is ongoing. Some tests were carried out to re-create such problem. Results of the analysis will be provided to the final report.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided upon conclusions of the investigation.

Event description:
On 02/08/2019 arjo received the complaint regarding enterprise 9000x, in which it was reported that the foot end radius arm has twisted out of alignment causing the bed to list to one side and the error code e410 was observed. There was no indication regarding the patient's involvement. No injury was reported.